Event description:
As reported by the study, 122 days after percutaneous coronary intervention (pci), angiography revealed restenosis of the previously treated lesions.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with unstable angina pectoris (troponin negative or unknown) and 2-vessel disease was found. Pre-procedure medications included aspirin, clopidogrel, other lipid lowering medications and ace inhibitors. Intra-procedure medications included unfractionated heparin. Pre-procedure ck, ck-mb and troponin cardiac enzymes were within normal limits. A lesion with unidentified characteristics in the proximal and distal right coronary artery (rca) was treated with a 2.5 x 18mm cypher select plus stent, followed by a 2.75x23mm cypher select plus stent and a 3.0 x18mm cypher select plus stent, all at unknown inflation pressure. It is also not known which stents where each was deployed. In addition, a second lesion in the mid left anterior descending artery (lad) with unidentified characteristics was treated with a 2.5x13mm cypher select plus stent at unknown inflation pressure. There were no procedural complications. There were no procedural complications. Residual diameter stenosis for each lesion was not noted. Thrombin inhibition in myocardial infarction (timi) flow pre and post-procedure is unknown. It is not known if intra-vascular ultrasound (ivus) was used during either procedure. Post-procedure ck, ck-mb and troponin cardiac enzymes were within normal limits within 6-24 hours and at 24 hours to discharge. Post-procedure medications included aspiring for 12 months, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. The patient was discharged the following day after the procedures. Thirty two days later, telephone follow-up was made with the patient whose anginal status was asymptomatic. All post-procedure medications remained the same. At 122 days after the index procedure, coronary angiography was done which indicated 70% peri-stent proximal stenosis in the proximal rca. There was no aneurysm at the access site timi iii flow was recorded. Ivus control was not done. This was treated with a 2.5x13mm cypher select plus stent at unknown inflation pressure. Angiography also revealed 70% peri-stent proximal stenosis in the mid lad. There was no aneurysm at the access site. Timi iii flow was recorded. Ivus control was not done. This was treated with a 3.0x13mm cypher select plus stent at unknown inflation pressure. At the 6-month follow-up, angina pectoris was reported. All other medications were the same except beta-blockers were stopped for unspecified reasons. The coronary angiography and repeat percutaneous coronary intervention (pci) were indicated. Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. Additional details have been requested and will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2007-02421, 9616099-2007-02422, 9616099-2007-02423 and 9616099-2007-02424.